Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead received inappropriate shocks. The physician performed an invasive procedure and identified a problem with the transvenous defibrillation lead. He elected to replace the entire system with a pectoral system. There was no allegation against the ICD.